Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case was broken, the lower case was contaminated, the battery release and lead flex cover were contaminated, one side bail cover was contaminated, the battery contacts were compressed and the battery drawer was out of specification.

Event description:
It was reported that the connector on the ventricular side of the external pulse generator was broken and that the cable would not latch properly. The generator was returned for service. No patient involvement or complications have been reported as a result of this event.